Event description:
Procedure type: unk. Patient sex: unk. Reportedly, part of the device jaw broke. It is unk whether the broken piece fell into the surgical cavity. However, no pt injury was reported.